Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the exact root cause of the problem reported could not be determined. The manufacturing records for this lot were reviewed and did not reveal any relevant discrepancies, design or quality concerns. A search of our field surveillance database yielded no other complaints of this type with this lot.

Event description:
Per received report: internal carotid artery (ica) aneurysm was being treated with 9 previous target coils (stryker) through boston scientific's sl-10 micro catheter. The physician was using the cashmere 9x22 as his 10th coil and didn't like the way it was fitting into the aneurysm. As coil was being withdrawn, resistance was noted. As the coil was half in the aneurysm and half in the microcatheter he noticed that the coil had fractured. The coil delivery wire and sheath were withdrawn completely and the rest of the coil that was half in the aneurysm was retrieved when the microcatheter was withdrawn from the patient. Only the coil delivery wire and sheath were saved, the fractured coil was inadvertently thrown away. No other micrus coil was used after that. Additional information received on (B)(6) 2010 indicated that no attempt was made to detach the coil as the cable was not connected at the time of the coil's fracture. Patient was doing fine after the procedure was completed. Medications prescribed post op was unknown.